Event description:
It was reported that during the implant procedure, it was not possible to remove the introducer from the lead. Both the lead and introducer were removed and re-implanted using both a new lead and introducer. No injury to the pt was reported. Pt outcome was reported to be ok.

Manufacturer narrative:
(B)(4): analysis of the returned explanted lead (model #3889-28) showed a reliability non-conformance issue. Resistance was felt when the lead was pulled through the (known) good introducer. Analysis indicated this was due to excessive amount of insulation material at the interface of a distal tine and the lead body. This excessive material can create a larger diameter thus making it more difficult to pass through the introducer. The lead introducer sheath was also returned. A known good lead was able to be inserted into the returned introducer sheath without any difficulty. No anomaly was found with the lead introducer sheath.